Event description:
Additional information later received reported that the patient underwent pump and catheter explant surgery on (B)(6) 2015 secondary to continued seroma at the pocket site and infection that occurred whenever the patient was taken off antibiotics. The pump and catheter were sent for cultures. The plan was to implant the pump system in the patient at a later time but the family would like to consult with an allergist first. At the time of this report, the pump was programmed to deliver baclofen at a dose of 75.09 mcg/day

Manufacturer narrative:
(B)(4).

Event description:
On approximately (B)(6) 2015, the patient presented with a pocket seroma. The patient also had drainage/incisional wound opening at the device pocket. The patient had no fever or abnormal labs. The patient was taken to surgery where the pump pocket was washed out and the existing proximal segment of the catheter was replaced with a new proximal segment. There was no issue with the functionality of the catheter; the catheter was aspirated and patent. The pump pocket was cultured and the proximal segment of the catheter that was removed was sent for culture; the results of the cultures were unknown at the time of this report. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal. As of (B)(6) 2015, the patient was doing well. He was in the hospital under the supervision of the physician. His dose had been reduced to 100 mcg/day prior to the surgery in case they needed to explant the pump secondary to an infection. He was also taking oral baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).